Event description:
On september 25, an ivtm therapy was initiated using the thermogard xp ivtm system (sn (B)(6) with an icy catheter. On september 27, at 02:00, the nurse noticed that the system's power was off while making rounds. At 03:00, the medical engineer and the nurse checked the system, and it was highly likely that the fuse had blown. At 04:00, the azm sales representative visited the customer's facility, replaced the fuse, and turned the system back on. The patient's temperature was 36.9°c, above the target temperature of 35.9°c, confirming that the system properly continued the therapy. No patient injuries were reported.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. The azm sales representative visited the customer's facility and replaced the fuse to address the reported complaint. After part replacement, the thermogard system was used to continue the ivtm therapy without issues. Zoll service was not requested. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).